Event description:
It was reported that on, (B)(6) 2014 per billing records, patient underwent CT chest without contrast. (B)(6) 2015 per billing records patient presented for an office visit.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2003: the patient presented with left leg pain. This had been primarily in the anterior thigh across the knee and down the an teromedial leg. He had numbness on the anterior medial leg. His leg pain was worse than back pain. Recent MRI of the lumbosacral spine revealed possibility of a disc herniation in the neuroforamin at l3/4 on the left; similarly the lateral l4/5 disc appears asymmetric; however, the abnormality at l3/4 is more prominent. Impression: left l3/l4 radiculopathy, secondary to either lateral disc herniation at l4/5 or foraminai disc herniation at l3/4. (B)(6) 2003: the patient underwent CT of lumbar spine due to low back pain. Impression: degenerative disk disease with mild central stenosis at the l2-l3, l3-l4, and l4-l5 levels. (B)(6) 2003: the patient presented with left leg pain in the l4 distribution. MRI was reviewed which showed lateral disc herniation at l4-5 as well as central stenosis at l3-4. Impression: left l4 radiculopathy, which is secondary to a disc herniation laterally at l4-5, combined with central stenosis at l3-4. (B)(6) 2003: the patient was admitted with back and left leg pain. MRI of the lumbosacral spine showed lateral disc herniation at l4-l5 on the left as well as central spinal stenosis at l3-l4. Impression: left l4-5 lateral disc herniation, and l3-4 central lateral recessed spinal stenosis, resulting in l4 radiculopathy, refractory to conservative treatment. He also underwent lateral lumbar spine examination due to back pain. Impression: degenerative changes. Needle posterior to l4. (B)(6) 2003: the patient underwent the following procedures: left l3, l4 and l5 hemilaminectomies; l3-4 and l4-5 medial facetectomies and l3-4 diskectomy. He had the following postoperative diagnoses: left l3-4 lateral recess stenosis and l3-4 disc herniation. L4-5 lateral recess stenosis. No patient complications were reported. (B)(6) 2003: the patient was discharged with the following diagnosis: l3-l4, l4-l5 stenosis with herniated nucleus pulposus at l3-l4. (B)(6) 2003: the patient presented for reevaluation status post right l3/4 and l4/5 decompression and l3/4 discectomy. On an unknown date in 2005, the patient was diagnosed with mental health. (B)(6) 2008: the patient presented for follow-up on his occupational injury. He had chronic baseline pain, stiffness, and intermittent spasms, along with some radiculopathy. Assessment: chronic mechanical pain syndrome from an occupational injury. Reactive depression with a nonrestorative sleep pattern secondary to the chronicity of pain from his occupational injury. (B)(6) 2008: the patient presented for follow-up on his occupational injury. He had increased radicular pain of a neurogenic nature that worsened with weight-bearing. Assessment: chronic mechanical pain syndrome from an occupational injury. Reactive depression with a nonrestorative sleep pattern secondary to the chronicity of pain from his occupational injury. (B)(6) 2009: the patient presented for follow-up on his occupational injury that occurred on or about (B)(6) 1978. He continued to have pain of a mechanical nature that still worsened with repetitive activities. He had persistent left lower extremity radiculopathy and neuropathic pain, as well as low back pain. Assessment: chronic mechanical pain syndrome from an occupational injury. Reactive depression with a nonrestorative sleep pattern secondary to the chronicity of pain from his occupational injury. (B)(6) 2009/(B)(6) 2010/(B)(6) 2011/(B)(6) 2012/(B)(6) 2013/(B)(6) 2014/(B)(6) 2015: the patient presented for follow up on his occupational injury. He still had ongoing mechanical symptoms with pain, stiffness, and spasms as well as his radiculopathy. He still described difficulty with any type of prolonged repetitive weight bearing activities. He still had functional limits on his mobility and overall quality of life. Patient's physical system examination revealed that his extremities are warm, dry and pink with cyanosis, clubbing or edema. The results of the examination can be summarized as: chronic mechanical pain syndrome from an occupational injury. A) failed back syndrome) annular disk tear at l3-4. C) progressive ddd with facet joint arthroscopy with aggravation) left lower extremity radiculopathy) intermittent muscle spasms) history of lumbar hnp with l3-4 discectomy, right l3-4 and l4-5 decompressive laminectomies, and right-sided l3-4 and l4-5 facetectomies with transforaminal interbody fusion from l3 to l5 and posterolateral fusion. Reactive depression with comorbid insomnia secondary to the chronicity of pain from his occupational injury, gl upset with medications, controlled with brand-name analgesics and zantac. (B)(6) 2009: the patient underwent MRI of the lumbar spine due to low back pain, right lower extremity radiculopathy and history of back surgery. Impression: kyphotic deformity; healed wedge compression fracture of l2; disc desiccation at l3-4 and l4-5 with modic changes at l4-5; disc protrusion and severe lateral recess stenosis at l4-5 on the right causing l5 root compression. (B)(6) 2009: the patient presented with right leg pain. Impression: right l5 radiculopathy. Lumbar kyphotic deformity with chronic mechanical back pain. Healed l2 wedge compression fracture. (B)(6) 2009: the patient underwent CT of lumbar spine due to lumbosacral neuritis. Impression: multilevel degenerative changes causing levels of canal stenosis and foraminal narrowing. (B)(6) 2009: the patient presented with right leg pain. He had a long history of back problems. He described pain in the l5 distribution from the buttock down the posterolateral thigh to the anterolateral leg and dorsum of the foot. MRI scan of the lumbar spine was reviewed, which revealed kyphotic deformity in the lumbar spine; he had a healed wedge compression fracture at l2; he had disc desiccation at l3-l4 and l4-l5 with modic changes at l4-l5; he had a disc protrusion and severe lateral recess stenosis at the l4-l5 level on the right causing l5 root compression. Impression: right l5 radiculopathy secondary to lumbar spinal stenosis at l3-l4 and l4-5. Lumbar kyphotic deformity with a chronic mechanical low back pain syndrome. (B)(6) 2009: the patient was admitted with the following preoperative diagnoses: right l4-l5 herniated nucleus pulposus. Degenerative l3-l4 and l4-l5 kyphosis and degenerative instability. He underwent the following procedures: right l3-l4 transforaminal interbody fusion with a 12 x 26 mm cage rh-bmp2/acs and morselized bone graft. Right l4-l5 transforaminal interbody fusion with a 12 x 26 mm cage rh-bmp2/acs and morselized bone graft. L3-l5 posterior lateral fusion with tsrh-3-d pedicle screw fixation and morselized bone graft and rh-bmp2/acs. Computer assisted stereotactic navigation for pedicle screw placement. Local bone autograft harvesting. 6. Single incision posterior 360-degree lumbar fusion. Per op notes, total facetectomies were performed at l3-l4 and l4-5 on the right. The bone dust was collected in a lukens trap and mixed with master ceramic bone graft extender to form the morselized bone graft. The transverse processes were decorticated using the drill. Strips of rh-bmp2/acs were layered with morselized bone graft on both sides. Then, the pedicle screws were placed. The l3 and l4 pedicle screws on the right were used to distract the disc space. The dura was gently retracted and the disc space was entered. A radical discectomy was accomplished. The vertebral endplates were roughened. Then, rh-bmp2/acs and morselized bone graft were placedin the disc space. A 12 x 26 mm cage was filled with mo rselized bone graft and countersunk in the disc space. The distractor was then moved to the pedicle screws at l4 and l5. Again, a radical discectomy was accomplished. Rh-bmp2/acs and morselized bone graft was placed in the disc space. A 12 x 26 mm cage was filled with morselized bone graft and countersunk in the disc space. No patient complications were reported. The patient underwent rf fluoroscopy during surgery to assist in performance of lumbar fusion. He also underwent x-rays of the lumbar spine, intra-op, which revealed plif performed from l3-5 with excellent alignment and positioning of the screws in the lateral projection. (B)(6) 2009: the patient was discharged. (B)(6) 2009: the patient presented for postoperative follow-up. Impression: excellent postoperative course. Generalized decond itioning and poor balance from years of back pain and use of cane. (B)(6) 2009: the patient presented with drainage from incision. (B)(6) 2009: the patient presented with low back pain. The patient underwent x-rays of the lumbar spine due to follow-up of fusion. Impression: prior posterior fusion of l3 through l5 with mild retrolisthesis of l3. Old anterior compression of l2. Moderate atherosclerosis. (B)(6) 2009: the patient presented for follow-up. He still had persistent chronic mechanical back pain. Assessment: chronic mecha nical pain syndrome from an occupational injury. Reactive depression with comorbid insomnia secondary to the chronicity of pain. (B)(6) 2009: the patient underwent 3 views of the lumbar spine due to follow-up of fusion. Impression: the posterior fusion of l3 through l5 is unchanged; grade 1 retrolisthesis of l3-l4 is stable. (B)(6) 2010: the patient presented with low back pain. X-rays of the lumbar spine were reviewed, which revealed: significant degenerative disease between l3 and l5; there is also a wedge compression fracture of l2 which is old; he has some straightening of the lumbar curvature; there is a nice interbody fusion mass; there are no halos around the pedicle screws which are intact. Impression: mechanical low back pain syndrome. Lumbar spondylosis. Remote injury with healed l2 compression fracture. The patient is improved following surgery. (B)(6) 2010: the patient presented with low back pain. Impression: mechanical low back pain syndrome. Status post l3 to l5 posterior fusion. History of l2 compression fracture. On an unknown date in 2011, the patient was diagnosed with mental health. (B)(6) 2011: the patient underwent x-rays of the chest due to tobacco use copd. Impression: normal chest. (B)(6) 2013: the patient underwent 2 views of the chest due to shortness of air and copd. Impression: no acute cardiopulmonary process. (B)(6) 2013: the patient presented for an office visit due to the lesion on his left forearm. The patient also had a legion on his left hand. The patient stated that the lesion have ben enlarging and are getting tender. Impression: actinic keratoses, probable basal cell carcinomas on the right chest, left forearm and mid lower back. The patient's review of system revealed that he had headaches, depression and anxiety, hypertension and breathing problems. (B)(6) 2013: the patient presented for pathology tests for lesion on his left forearm. (B)(6) 2014: the patient underwent a cardiolite report for the diagnosis of chest pain. Conclusion: positive dobutamine electrocardiogram test. (B)(6) 2014: the patient underwent CT of abdomen and pelvis due to abdominal pain. Impression: no definitive acute process. Partially imaged bilateral hydroceles in the scrotum. (B)(6) 2014: the patient presented to be monitored for possible recurrence of non-melanoma skin cancer on the trunk and left forearm and to be checked for the development of new cancers in a high risk patient. He also complained of lesion on his left forearm. Impression: status post removal of non-melanoma skin cancer; no evidence of recurrence; possible psoriasis. (B)(6) 2014: the patient presented for follow-up on lesion on his left forearm. Impression: probable psoriasis. (B)(6) 2014: the patient underwent a CT scan of the lumbar spine due to the complaint of chronic and increasing pain in both legs, with left leg worse than the right. Impression: extensive postsurgical changes noted within the lumbar spine as evidenced by reversal natural lordosis centered at the l3 level. No significant loosening about the screws at l3-l5. Degenerative changes within the neuroforamen are noted as described above worst at l4-5 to the left of midline. Moderate narrowing is noted at right l2-3 bilaterally at l3-4 levels. Correlation with distribution of symptoms to exclude nerve root impingement is recommended. (B)(6) 2014: the patient underwent x-rays of the chest due to shortness of air. Impression: normal chest. (B)(6) 2014: the patient presented with chest pain. (B)(6) 2014: the patient presented for an office visit. (B)(6) 2014: the patient presented for an office visit for chief complaints of edema, dyspnea, freeform "hpi". The patient reported puffiness in his eyes. Impression: edema. Dyspnea. Obesity. Hypertension. Hyperlipidemia. (B)(6) 2014: the patient presented for an office visit due to the complaints of mild intermittent chest pain with and without activity. The pain was chronic and stable with no recent changes in pain. Impression: "cad" unspecified. Hypertension, benign. Mixed hyperlipidemia. (B)(6) 2014: the patient was admitted with the following diagnoses: community-acquired pneumonia. Acute exacerbation of chronic obstructive pulmonary disease. Anxiety. Depression. Hypertension. Dyslipidemia. Hypothyroidism. Chronic pain syndrome. (B)(6) 2014: the patient was discharged home in stable condition. (B)(6) 2015: the patient underwent 2 views of the chest due to copd. Impression: left lower lobe infiltrate decreased from prior exam. (B)(6) 2015: the patient underwent x-rays of the chest due to pneumonia and copd. Impression: normal chest. Since the fusion surgery, the patient's pain has increased. He has burning pain throughout his hips and legs. He becomes tired easily when he attempts to walk. His back pain has gotten progressively worse. He also developed drainage from his wound after surgery.

Event description:
It was reported that the patient underwent a tlif at l3-l4 and l4-l5 using an interbody cage with rhbmp-2/acs. A posterior lumbar fusion was also performed at the same levels. Following surgery, the patient followed up with his physician. He began to develop constant pain in his lower extremities.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on: (B)(6) 2016: patient presented for office visit due to low back pain and pain in limb.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6) . (B)(4).

Event description:
It was reported that on: (B)(6) 1989, the patient presented for xray of lumbosacral spine. Impression: chronic lumbosacral strain, (2) s/p fracture l2. There is mild degree of lower dorsal kyphosis, with mild to moderate degree of anterior wedging of l2 vertebral body. There is at least 25% volume loss of l3 vertebral body. Also, there is minimal anterior wedging of l4 vertebral body. The remaining vertebral bodies maintain normal height and alignment. No significant soft tissues abnormalities. (B)(6) 1990, the patient presented for MRI evaluation . MRI evaluation, revealed bulging disc between l3-l4 and also l4-l5 with old compression fracture of l2. Chronic lumbosacral strain with radiculopathy, (2) bulging l3-l4 and also l4-l5. (B)(6) 1990 , the patient visited the facility due to pain in his back. He was evaluated for the injury. Impression: (1) chronic lumbosacral strain, (2) bulging disc l3-l4, l4-l5. (B)(6) 1990, patient had been evaluated_ and had myleogram done. Impression; herniated disc present. (B)(6) 1991 <(>&<)> 07/16/91 <(>&<)> (B)(6) 1991, the patient presented for f/u on his back injury. (B)(6) 1991, the patient presented for psychiatric evaluation and treatment. (B)(6) 1997; (B)(6) 1998; (B)(6) 1999; (B)(6) 2000; (B)(6) 2001, the patient presented for follow up. He was still having persistent mechanical back pain and stiffness. (B)(6) 2002 <(>&<)> (B)(6) 2002, the patient presented for f/u of his occupational injury to his back having persistent mechanical symptoms and radiculopathy. (B)(6) 2003, patient presented with unannounced as sick visit. (B)(6) 2003, the patient underwent MRI lumbar spine w/o contract due to hypertension and increased back and leg pain. (B)(6) 2003, the patient visited for follow up. Per patient ,"he continues to have some numbness in his leg, but this is nothing compared to the neurogenic pain that he was having along the left lower extremity preoperatively. No bowel or bladder incontinence. He continues to have chronic mechanical back pain. He states that he was disappointed that the surgery did not help his back, but this was explained to him preoperatively and again today. (B)(6) 2004, the patient presented for follow up and complaint of constant pain, stiffness, spasms, and left lower extremity radiculopathy which had been increased. (B)(6) 2004, the patient presented for follow-up. (B)(6) 2004, the patient presented with pre-op diagnosis of screening colonoscopy to the tip of cecum (B)(6) 2004, the patient presented for pathological examination. (B)(6) 2005, the patient presented for occupational follow-up on his injuries and complaint of difficulty doing repetitively-sustained activities. (B)(6) 2005, the patient presented due to chest pain and discomfort. Lab data : the patient had a white count of 9200, h<(>&<)>h 18 and 53, platelets 2203, neutrophils 57. Bun and creatinine 15 and 1.1, bicarb 31. Ck 91, troponin 0.2, myoglobin 56, ck-mb 0.6. EKG: within normal limits. (B)(6) 2006 ; (B)(6) 2007, the patient presented with complaint of pain and stiffness. (B)(6) 2007, the patient had chest x ray. Impression : normal. (B)(6) 2007, the patient presented for follow up on his occupational injury that occurred on or about (B)(6) 1978. (B)(6) 2009, the patient presented with complaint of increased back pain, depression and anxiety. 05/05/09, the patient visited for follow up (B)(6) 2009, the patient had a follow up visit related to his occupational injury. (B)(6) 2009, the patient visited for chemistry profile / screening. (B)(6) 2010, the patient visited because of chronic mechanical pain syndrome. (B)(6) 2010, the patient visited for follow up of his injury and complaint of pain , stiffness , spasm. (B)(6) 2011 <(>&<)> (B)(6) 2012 <(>&<)> (B)(6) 2013, the patient visited for follow up of his injury and complaint of pain , stiffness , spasm. (B)(6) 2012, the patient underwent cbc test. (B)(6) 2013 <(>&<)> (B)(6) 2014, the patient visited for follow up of his injury and complaint of pain , stiffness , spasm. (B)(6) 2013, the patient presented for chemistry lab , urinalysis and lipid panel test. (B)(6) 2014, the patient visited for follow up of his injury dated (B)(6) 1978. (B)(6) 2015, the patient had a follow up visit for his occupational injury.